Event description:
Cholangiogram catheter was found to have a hole in it, approx. 16" from the tip. This was identified prior to use, when the flush was utilized. A new catheter was opened to complete procedure. Manufacturer response for cholangiogram catheter, (brand not provided) (per site reporter) manufacturer provided rga# for tracking and return kit.